Manufacturer narrative:
This report is submitted on 14 august 2020.

Event description:
Per the clinic, the patient experienced a ruptured hematoma a week following initial implantation surgery; subsequently the site was cleaned and re-stitched. The issue has since resolved.